Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for two patient samples tested on a cobas 8000 c 702 module. The initial results were reported outside of the laboratory and were questioned by the physician. On (B)(6) 2022, patient 1 had an initial result of 6.90 mg/dl. On (B)(6) 2022, the repeat result was 0.74 mg/dl. On (B)(6) 2022, patient 2 had an initial result of 6.95 mg/dl. On (B)(6) 2022, the repeat result was 0.86 mg/dl. The repeat results were deemed correct. The creatinine reagent lot number is 58614801 with an expiration date of 30-jun-2022.

Manufacturer narrative:
The field service engineer (fse) initially checked the instrument and did not find any issues. He checked the gear pump rinse mechanism, performed precision checks and did not find any issues. He again performed mechanical checks and noted dripping. He pressure tested the line to check for leaks and pulled the vacuum. He did not find any issues. He then found one of the rinse tubings, a nozzle on the rinse mechanism and the detergent sodium hydroxide (naoh) to be the source of the dripping. He installed new check valves and the dripping was not resolved. He tried using a separate detergent line straight from the nozzle to the mixer and did not find any issues. He found an issue in two of the lines of the rinse mechanism. He then replaced these detergent lines. He performed mechanical checks with acceptable results. He checked and adjusted the rinse volumes. He performed precision and diagnostic tests with acceptable results. The customer performed qc with acceptable results. The customer monitored the instrument's performance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.